Event description:
A physician reported that during an intraocular lens (iol) implantation procedure, the haptics appeared to be completely torn off when the lens was implanted in the capsular bag. According to the surgeon, this was not the first time he had observed such an issue, although no other similar reports had been received for this account. When asked whether a replacement lens was needed should they decide to remove or exchange the device, the staff stated that it was not necessary, as the lens had already been removed and replaced with a other company lens. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).